Event description:
Reporter alleged blood glucose device reading was 315 mg/dl at 5:28 am and 1.6 units of insulin was taken however at 8:01 am glucose measured 49 mg/dl. It was reported customer felt low and was given food and when retested at 8:18 am reading was 113 mg/dl but at 8:54 am glucose measured 253 mg/dl. No medical treatment sough or rec'd. A request was made for the return of the suspect device and replacement product was sent.